Event description:
It was reported that bd iag bc pro global cannot connect to extension tubing. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product could not connected with the extension tube.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a connection issue was confirmed due to the circumstantial evidence that was observed on the blue catheter adapter. Both the inside edge and the outside thread, exhibited deformation. The root cause of the damage on the external threads could not be determined. The damage on the inside edge of the catheter adapter appeared to be manufacturing related. A functional test confirmed that a connection could be made with the provided extension set and no leaks were noted when tested. The appropriate manufacturing personnel were notified of the damage on the inside of the catheter adapter. No other similar complaints were reported from this lot.

Event description:
No additional information.